Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the pulmonary parenchyma during a left anterior lobectomy, it was reported that the surgeon was able to press the green but unable to squeeze the handle, therefore the device did not fire. It was also reported that the surgeon was supposed to replace only the reload, however it was stuck on the handle and it could not be removed. The surgeon replaced both the handle and reload to complete the procedure. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted that the loading unit was attached to a handle. The jaws were partially clamped, and the anvil of the loading unit was bowed. The cartridge surface of the loading unit could not be seen in the returned photographs. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.